Manufacturer narrative:
Na.

Event description:
The initial reporter complained a discrepant low result for 1 patient sample tested for total psa, total (free + complexed) psa - prostate-specific antigen (tpsa) on a cobas e 411 immunoassay analyzer. The initial result was 0.026 ng/ml. This result was reported outside of the laboratory where the result was considered to be suspiciously low for the patient. On (B)(6) 2021 the sample was repeated with a result of 6.87 ng/ml with a data flag. The tpsa reagent lot number was 49232203. The expiration date was not provided.

Manufacturer narrative:
On 22-sep-2021 the roche service representative (rsr) performed preventive maintenance and replaced the measuring cell. Instrument performance test results were acceptable. It was found that the customer was not using rack adapters with their 13 mm sample tubes. Product labeling states: "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes." The investigation did not identify a product problem.